Event description:
T was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) was inducing ventricular tachycardia due to biventricular trigger pacing configuration. Inappropriate anti-tachycardia pacing (atp) and and inappropriate shocks was delivered. Reprogramming options were considered. This crt-d remains in service. No additional adverse patient effects were reported.